Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine pain ('pain around your uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine pain (seriousness criteria medically significant and intervention required) and systemic lupus erythematosus ("lupus"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the uterine pain and systemic lupus erythematosus outcome was unknown. The reporter considered systemic lupus erythematosus and uterine pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: due to internal review it was detected that this patient is from australia not from united states and all information will be transferred tp duplicate record # au-bayer-(B)(4) , the this duplicate record with incorrect wucin from USA # us-bayer-(B)(4) will be deleted from bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine pain ('pain around your uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine pain (seriousness criteria medically significant and intervention required) and systemic lupus erythematosus ("lupus"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the uterine pain and systemic lupus erythematosus outcome was unknown. The reporter considered systemic lupus erythematosus and uterine pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: social media content received : reporters added. Case was upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.